Event description:
A hemodialysis inpatient user facility has reported that a blood leak occured when the patient was being disconnected from the machine. The patient line separated from the dialyzer. Estimated blood loss was 300ml. The manufacturer's technician replaced valve 25. Additional attempts to the customer have been made with no additional information provided.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.